Event description:
Child treated for bilateral vesicoureteral reflux (vur) on (B)(6) 2005 and procedure described as uneventful. Follow up ultrasound delayed (reason not specified) until (B)(6) 2006. No reflux and no symptoms. On (B)(6) 2006, pt developed sudden onset severe right flank pain and abdominal pain. Ultrasound demonstrated massive hydroureteronephrosis and pyonephrosis. Stent placed with resolution of symptoms. No uti. Stent removed (B)(6) 2006. (B)(6) 2006, ultrasound was unchanged; cystogram showed the reflux; mag-3 renogram was equivocal for uvj obstruction. Child was observed. Child developed pyelonephritis and pyonephrosis requiring repeat stenting on (B)(6) 2007. Responded well to drainage. Child scheduled for deflux explantation within the next 12 weeks.

Manufacturer narrative:
This event was reported to a company representative in (B)(4) 2006 as "late obstruction" but medical background information and details of the event were not received until february 7. Because the physician has indicated plans to explant the device, we will continue follow up to see if further information can be obtained and determine the outcome of this event. (B)(4).